Manufacturer narrative:
Data correction needed to include vancomycin route/frequency (identified (B)(4)2018) the patient was treated with intraperitoneal injection of vancomycin (1 gm every four days), previously reported as intraperitoneal injection of vancomycin (1 g every day) for the event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was unknown. The patient was not hospitalized for the event. Four days after event onset, the patient was treated with injection of fortum (1 gm daily, route not reported) and intraperitoneal injection of vancomycin (1 g every day) for the event. Dianeal therapy was ongoing. At the time of the report, the patient outcome was unknown and antibiotic therapy was ongoing. No additional information is available.